Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported myopotential oversensing could not be conclusively determined. (B)(4).

Event description:
During follow-up, oversensing was seen. Technical support reviewed device session records which indicated myopotential oversensing. The device was reprogrammed and the event resolved with no adverse consequences to the patient.